Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations.

Event description:
The customer reported that there was a frayed cord; installed a new one and replaced battery as it was found to be bad. Conditioned with checking to be conducted. No patient involvement.